Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated this device. The device evaluation confirmed the false upstream occlusion alarms. The device was re-calibrated and retested to ensure proper functionality.

Event description:
During baxters evaluation a device alarmed for an upstream occlusion. There was no patient involvement.